Event description:
Two talent captivia stent grafts were implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured descending thoracic aortic aneurysm approximately one month ago. Aneurysm and vessel morphology were unremarkable. The stent grafts were placed below the left subclavian artery down to the celiac artery. Both deployments went well and there were no adverse events post-procedure. The following day, the patient had aphasia. The following day, the patient suffered from bradycardia and expired. The cause of the bradycardia and death are unknown. There was no rupture or other apparent graft issues post implantation. The physician commented that the procedure went very well and did not think there were any procedural related issues. The patient was obese and was not a viable candidate for open repair. No further information is available.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (death), patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm), incorrect technique/procedure (treatment of a pre-operatively ruptured aneurysm), device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm), operational context contributed to event (treatment of a pre-operatively ruptured aneurysm).